Manufacturer narrative:
Technical services discussed longevity for this device and recommended using a magnet to check for tones. Additionally, technical services recommended performing a chest x-ray to assess the ID tag to ensure the device had not been previously replaced. Records indicate this device remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the device did not have telemetry. A power supply was connected to the device and the device was monitored for several days. The current drain was found to be appropriate. Telemetry was not able to be established due to the depleted battery. Analysis confirmed the rate of battery depletion fell within an acceptable range.

Event description:
Additional information was received indicating this device was explanted due to normal battery depletion. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) could not be interrogated. This device had been implanted for approximately nine and a half years. No adverse patient effects were reported.